Event description:
It was reported that the patient in clinic for follow up. Upon interrogation it was noted that the pacemaker was exhibiting pacemaker mediated tachycardia (pmt) which caused the patient to feel uncomfortable. Programming changes were made to resolve the issue. The patient was in stable condition.